Manufacturer narrative:
It was reported that mesh was implanted with concurrent laparoscopic tubal ligation. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, severe constipation, bleeding, recurrence and dyspareunia. It was further reported that patient opted for mesh revision in the office on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse and multiparity on (B)(6) 2006 and mesh was implanted with concurrent posterior paravaginal repair and bilateral tubal ligation. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision on (B)(6) 2012. No additional information was provided.